Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choked [choking sensation], head detached in his mouth - oral-b [device breakage]. Case narrative: parent via e-mail reporter that while her son was brushing his teeth the oral-b toothbrush head detached in his mouth and he nearly choked. No serious injury was reported. 20-feb-2025 follow-up via digital safety assessment survey: the consumer was 9 years old. No medical professional was contacted. No serious injury was reported.

Manufacturer narrative:
17-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nearly choked [choking sensation]. Head detached in his mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: parent via e-mail reporter that while her son was brushing his teeth the oral-b toothbrush head detached in his mouth and he nearly choked. No serious injury was reported. 20-feb-2025 follow-up via digital safety assessment survey: the consumer was 9 years old. No medical professional was contacted. No serious injury was reported. 17-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.